Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came for a check. The right ventricular (rv) lead was suspected to have a fracture as there was no capture, high pacing impedance, and oversensing/noise indicated on non-sustained episodes. Reprogramming was performed to turn high voltage therapies off. The lead was capped and replaced a few days later. No patient complications have been reported as a result of this event.